Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with an afx bifurcated and suprarenal stent graft in 2011. Recently, patient presented with an indeterminate endoleak. Physician elected to place a cuff to seal the leak. Patient was reported to be doing well post secondary.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to refute the reported indeterminate endoleak and rather, confirm a type iiib endoleak with stent cage dilation of both the cuff and main body, as well as a partial crown separation (type ia endoleak). This complaint is most likely device related. Anatomy related contributing factors included an approximately 90° ir angulation and an inadequate overlap at 80 months post implant. Procedure related harms include a persistent type ii endoleak and possible type ia endoleak persisting post endovascular intervention. The final patient status was reported to be doing well post-secondary intervention. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to 0.2%. Additional information: event; relevant tests/laboratory data; other relevant history; MFR site; report source; add device code 1504, 1601; add method code 3331, 4112; add conclusion code 22, 4301. Correction: date rec¿d by MFR; remove result code 3221 and add 4247.

Event description:
Additional information received per clinical assessment refuting the reported indeterminate endoleak. Instead, a type iiib endoleak and stent cage dilation of the bifurcation and suprarenal were confirmed with a type ia endoleak of the suprarenal.